Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed, and no data was found. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if fluid level high is reached, the airseal function will shut down. The functional test must be performed prior to each surgery. Because the functional test is performed during initial start up, the unit must be power cycled (off/on) prior to each surgery. In case the device or any of the accessories fail during surgery, a replacement device and replacement accessories should be kept within close proximity to be able to finish the operation with the replacement components. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted hysterectomy procedure on (B)(6) 2024 when it was reported, ¿during an air seal demonstration while the distributor was present, the patient bucked, causing the pneumoperitoneum pressure to exceed 30 mmhg, and the pneumoperitoneum stopped. Pneumoperitoneum was rapidly lost when this event occurred. Since the patient was not completely awake from the anesthesia, the patient was reintroduced by the anesthesiologist and the surgery was completed.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that yes, the patient had started to wake up from anesthesia which caused the movement of the patient. The anesthesiologist had to reintroduce anesthesia to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, as-ifs1, airseal ifs, 110v, was being used during a robot-assisted hysterectomy procedure on (B)(6) 2024 when it was reported, ¿during an air seal demonstration while the distributor was present, the patient bucked, causing the pneumoperitoneum pressure to exceed 30 mmhg, and the pneumoperitoneum stopped. Pneumoperitoneum was rapidly lost when this event occurred. Since the patient was not completely awake from the anesthesia, the patient was reintroduced by the anesthesiologist and the surgery was completed.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. Further assessment questioning found that yes, the patient had started to wake up from anesthesia which caused the movement of the patient. The anesthesiologist had to reintroduce anesthesia to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.